Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test in 2009 indicated normal device function. The patient was explanted four days later, and the patient was reimplanted with a new device during the same surgery.the manufacture became aware upon receipt of the explanted device on november 16, 2009.